Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025 a 22mm amplatzer septal occluder was selected for implant using a 9f amplatzer trevisio intravascular delivery system. During implant the occluder took on a cobra shape. Several attempts were made to partially re-capture and re-deploy the occluder but were unsuccessful. The occluder was removed from the patient and the procedure was cancelled. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. There were no clinically significant delays in the procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.